Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735774, serial/lot #: unknown. H3, h6) the system was serviced in the field and hardware was replaced. Additional information was not provided. Codes b01, c19, and d15 are applicable to this system servicing. H3, h6) the product ID: 9735774, serial/lot #: unknown was returned to the manufacturer for analysis. After a visual/physical examination, the reported complaint was confirmed. It was reported that the cable was damaged as one of the usb ports was missing a key-tab and had bent contacts/pins. Codes b01, c07, and d02 are applicable to this returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that  the usb port is damaged due to normal wear and tear. There was no patient involvement.